Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was reported to have experienced issues with the biometric identifier system after the upgrade to version 1.11. The user had needed at least three to four attempts before the biometric identifier stopped appearing as blacked out and successfully read the fingerprint. A technical support specialist (tss) followed the knowledge article "biometric identification lumidigm update package 1.3 release for enterprise server - failure recovery fix" and a manual installation was performed to resolve the issue. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, biometric identifier driver needed to be updated to es lumidigm v9.41540 shim. Customer stated that biometric identifier appeared "blacked out" when attempting to use it and the system had been recently upgraded to version 1.11. However, there were no delays or adverse events or injuries reported based on this event.